Manufacturer narrative:
X-rays were available for review. Manufacturer expecting primary and concomitant devices for evaluation. Manufacturing and inspection records of parts with identified lot numbers have been reviewed and there were no discrepancies or contributing factors to this event found. Manufacturer will file follow-up report once new information is available in regards to this event.

Event description:
Manufacturer was made aware of a patient revision occurred (B)(6) 2015 allegedly due to bilateral everest set screw back-out.

Manufacturer narrative:
Manufacturer received some of the subject devices for visual and microscopic evaluation. Testing results may indicate that set screw was not optimally seated onto the rod, which likely led to the back out. Manufacturer reviewed the risk in regards to this incident and consider that no changes/new considerations are needed. Evaluation has been completed and manufacturer does not expect to receive additional information in regards to this incident and considers this to be a closing report.